Event description:
I have a resmed airsense10 which is not one of the models listed on the recall list. The foam damping disintegrated. I felt it in my nose, turned off the machine and found there was a lot of foam floating on the surface of the water in the reservoir. I did notice the machine got louder for a couple of days prior to my discovering the foam so I was probably breathing it for a while. The machine was purchased new august 2021.